Manufacturer narrative:
Getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 1160 otesus column and table top. As it was stated, during cholecystectomy, touchscreen of the remote control stopped working and shut down completely. The staff connected remote control to the column via cord which solved a problem. The issue led to a delay of around 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The investigation identified that the most possible root cause is related to the supplier failure as hardware of the necessary connector was not mounted probably during manufacturing or loosened due to drops to the floor. The manufacturer has initiated the CAPA 2024-001. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code ¿ explain and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 13th march 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 1160 otesus column and tabletop. As it was stated, during cholecystectomy, touchscreen of the remote control stopped working and shut down completely. The staff connected remote control to the column via cord which solved a problem. The issue led to a delay of around 5 minutes. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. Corrected b5 describe event or problem: on 13th march 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 1160 otesus column and tabletop. As it was stated, during cholecystectomy, touchscreen of the remote control stopped working and shut down completely. The staff connected remote control to the column via cord which solved a problem. The issue led to a delay of around 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous d1 brand name: universal remote control. Corrected d1 brand name: universal remote device. Previous d4 catalog #: 100925a0. Corrected d4 catalog #: n/a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 component codes: electrical and magnetic/transmitter//3141. Electrical and magnetic/user input device/touchscreen/4764. Corrected h6 component codes: mechanical/connector/coupler//4733. Electrical and magnetic/user input device/touchscreen/4764. Mechanical/controller//765.

Event description:
On 13th march 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 1160 otesus column and tabletop. As it was stated, during cholecystectomy, touchscreen of the remote control stopped working and shut down completely. The staff connected remote control to the column via cord which solved a problem. The issue led to a delay of around 5 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 13th march 2023 getinge became aware of an issue with one of our accessories ¿ 100925a0 - universal remote control used with 1160 otesus column and table top. As it was stated, during cholecystectomy, touchscreen of the remote control stopped working and shut down completely. The staff connected remote control to the column via cord which solved a problem. The issue led to a delay of around 5 minutes. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
The correction of d4 serial #, d4 unique identifier (UDI) # field deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #:(B)(4). Corrected d4 unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's reference number (B)(4).